Manufacturer narrative:
Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy with banding procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the speedband superview super 7 would not deploy properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.